Event description:
After turning on the monitor, a redbox appeared on the screen stating "shutting down." The monitor continued to a loop of the same information as if it was shutting down and then restarted at the error message box. The monitor was not functional.